Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A customer reported three cutters did not work. The cutters were reported to have primed and they looked to be cutting in water, but did not work once surgeon was in the pt's eye. The probes were switched out and the case was completed with no pt impact.